Event description:
It was reported to boston scientific corp that a rx pre-curved ercp cannula was used during a stone removal procedure. According to the complainant, when the cannula was advanced through the scope channel, it was noted that the catheter distal end was cracked. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).